Event description:
On (B)(6) 2011, it was reported that the patient experienced a burning sensation over the internal battery. The patient had fallen 2 to 3 months previously. In addition, the patient could not adjust stimulation, both with and without the antenna attached. The patient programmer was returned to the manufacturer. Information received on (B)(6) 2011 reported that the patient was "unable to set" and that the implant was not working. It was reported that the patient had an appointment on (B)(6) 2011 and only surgery would work, but the patient was refusing surgery at the time.

Manufacturer narrative:
(B)(4). Analysis of the patient programmer determined that the device worked normally with the internal antenna (possible positioning issue) and a known good external antenna. The problem could be caused by the patient's external antenna or intermittent connection on one of the antenna jack pins. Analysis was unable to duplicate the problem.